Event description:
Treatment of a large unruptured saccular wide neck aneurysm measuring 2cm located in the cavernous segment of the right ica (internal carotid artery). The patient was on aspirin and plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the capture coil started to bend around a tight curve and separated from the pushwire. The broken segment was retrieved from the patient with a snare. All devices were removed from the patient and the patient will be brought back for follow-up. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)